Manufacturer narrative:
(B)(4). Batch # r5ac3p. Device evaluation summary: the analysis found that one pve35a device was returned with no apparent damage and with one cartridge reload loaded on the device. The reload was received fully fired. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The event described could not be confirmed as the device performed without any difficulties noted. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Batch # unk. The manufacturing record evaluation was performed, and the manufacturing criteria was met prior to the release of this batch/lot.

Event description:
It was reported that during an open left upper lobe segmentectomy, the pve35a stapler closed on lung tissue but didn't staple entirely. A second like device was used to complete the procedure. There were no patient consequences reported. One device will be returned by the sales rep. The customer was aware that lung tissue is not indicated for the device due to tissue thickness being out of the indicated tissue range. This is all the information known/available regarding this event. No patient consequence.